Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Additional information received that the device was replaced and the patient outcome was reported to be full recovery.